Event description:
It was reported that pump battery was not lasting as long as it used to. There was no reported impact to the customer¿s blood glucose level. Customer stated no further assistance was needed, and no additional information was received regarding the outcome of the event.